Event description:
The customer reported obtaining thirteen (13) erroneously low sodium (na) results over two (2) days, involving the au480 clinical chemistry analyzer. The customer indicated the results for the 13 patient samples result were less than 137 mmol/l. The patient samples were repeated on the same instrument and results were within the normal reference range and considered correct by the customer. Quality control was within the laboratory¿s established ranges prior to the event. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data. This report will address erroneous results generated for (B)(6) 2022 event date.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au480 clinical chemistry analyzer over the phone. To resolve the issue, the customer replaced tubing which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).